Manufacturer narrative:
An update was identified and completed to assign the unknown product code as ¿unk_pump¿ reflected in d4 (catalog number). Note: other product-specific details remain unknown. In addition, complaint coding was revised to more accurately reflect the reported event details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
A male patient in his 50's (height 180 cm, weight 94 kg) presented with chest discomfort, and acute myocardial infarction was suspected. Coronary angiography revealed 99% stenosis of the left coronary artery (#6), and percutaneous coronary intervention was planned. During the initial catheter intervention, the patient developed ventricular fibrillation (vf) and sustained ventricular tachycardia (vt). Continuous renal replacement therapy (crrt) was initiated under systemic heparin administration in conjunction with va-ECMO, and treatment for concomitant sepsis was provided. Va-ECMO and crrt were discontinued, and the patient was extubated on hospital day 5. Two days following extubation, treatment-resistant ventricular fibrillation recurred, prompting re-initiation of va-ECMO and placement of an impella device. Additional catheter interventions were performed for 90% stenosis of the left coronary arteries (#8 and #12) and 50% in-stent restenosis of the previously treated #6 lesion. The patient was transferred to the receiving facility for catheter ablation of ventricular fibrillation. Laboratory testing at the time of transfer demonstrated thrombocytopenia with a platelet count of 59 × 10³/ l, down from 156 × 10³/ l at initial presentation. Given the presence of infection and elevations in thrombin-antithrombin complex (tat) and 2-plasmin inhibitor complex (pic), platelet depletion related to va-ECMO and sepsis-associated disseminated intravascular coagulation (dic) was suspected. A first catheter ablation was performed the day after transfer. Va-ECMO was discontinued on hospital day 3 after transfer. Ventricular tachycardia recurred on day 5, prompting a second ablation on day 6. The impella catheter was removed on day 11. Thrombocytopenia persisted after weaning from mechanical circulatory support, requiring daily platelet transfusions. A crrt circuit exchange was performed on day 11; however, repeated circuit occlusion occurred early on hospital day 12. Due to the combination of a prothrombotic tendency and persistent thrombocytopenia, heparin-induced thrombocytopenia (hit) was suspected, and hit antibody testing was ordered. Anticoagulation was transitioned to argatroban. After this change, crrt circuit occlusions resolved, and platelet counts improved to 113 × 10³/ l by hospital day 13. Hit antibody testing returned positive, confirming the diagnosis. The reported ventricular fibrillation is consistent with severe myocardial ischemia and electrical instability associated with the patient¿s acute myocardial infarction and cardiogenic shock and was documented prior to initiation of impella support, with recurrent refractory vf prompting subsequent escalation to mechanical circulatory support. The reported sepsis and infection are consistent with the patient¿s critical illness and contributed to systemic inflammation, coagulopathy, and hemodynamic instability during the course. The reported thrombosis is consistent with a hypercoagulable state related to sepsis, extracorporeal circulation, and confirmed heparin-induced thrombocytopenia, as evidenced by recurrent crrt circuit clotting that resolved after transition to alternative anticoagulation. The reported thrombocytopenia is consistent with platelet consumption in the setting of va-ECMO support, sepsis-associated dic, and heparin-induced thrombocytopenia.

Manufacturer narrative:
A1, a2, a3, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.